Manufacturer narrative:
A customer in the united states reported multiple misidentifications for multiple patient isolates in association with the vitek® ms instrument (410895 UDI (B)(4)). Investigation fine tuning: according to the vilink alert tool criteria, fine tuning was needed during the tests made between 25 to 27 aug 2021, and the tests made on 05 sep 2021. Spot preparation quality: the customer¿s spot preparation quality was not optimal. The calibrator and sample ¿all peaks¿ values were heterogeneous. Knowledge base (kb) review: the expected identifications are escherichia coli, enterococcus faecalis, and enterobacter cloacae which are present in vitek ms kb v3.2. Sample data analysis: analysis of mzml sample files shows that ¿all peaks¿ values are quite heterogeneous, varying between 39 and 95. For patient 3, wrong result was obtained from the spectra having the lower number of peaks (34), suggesting non-optimal spot preparation. Moreover the misidentification was obtained from a spectra having a low identification score (-0.18) which is near the acceptable limit for giving an ¿identification¿ result or a ¿no identification¿ result (-0.4). Fine tuning value for ¿all peaks¿ are higher than in routine mode (between 110 to 120 peaks) whereas on sample they are on average between 50 to 60 peaks. After additional investigations done by system engineer, the non-optimal spot preparation was confirmed. Conclusion root cause for this issue was determined to be non-optimal spot preparation. Local customer service provided the customer with additional training materials to help improve their spot preparation technique. Customer service also provided information regarding vitek® pickme¿ (ref 423551/ 423546) to help with sample spot preparation.

Event description:
A customer in the united states reported multiple misidentifications for multiple patient isolates in association with the vitek® ms instrument (410895 UDI (B)(4)). Patient 1; (B)(6) 2021 an escherichia coli urine sample was misidentified as cronobacter on vitek ms. The morphology looked like e.coli and the indole test was positive. The sample was tested on the vitek 2 and the identification was e.coli. The next day ((B)(6) 2021) the sample was retested on the vitek ms and the result was e. Coli. The incorrect result was reported and there was no harm to the patient. Patient 2: (B)(6) 2021 an escherichia coli urine sample was misidentified as cronobacter on vitek ms. The morphology looked like e.coli and the indole test was positive. The sample was tested on the vitek 2 and the identification was e.coli. The next day ((B)(6) 2021) the sample was retested on the vitek ms and the result was e. Coli. The incorrect result was reported and there was no harm to the patient. Patient 3: (B)(6) 2021 an enterococcus faecalis urine sample was identified as enterococcus gallinarium on the vitek ms. The customer noted they used a screen plate and the organism did not grow on the b6 plate. The next day ((B)(6) 2021) the sample was retested on the vitek ms with the original culture and the result was e. Faecalis. The incorrect result was reported and there was no harm to the patient. Patient 4:wound cultures 5&6; (B)(6) 2021 two wound cultures were originally grown on blood agar and identified on the vitek ms as citrobacter koseri and enterobacter cloacae. The isolates were subcultured and retested ((B)(6) 2021), then identified as enterobacter cloacae. The incorrect result was reported and there was no harm to the patient treatment biomérieux performed a fine-tuning and returned the instrument to the customer for use. There is no indication or report from the hospital or treating physician to biomérieux that a discrepant result led to any adverse event related to any patient's state of health. An investigation has been initiated.